Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, which could not be cleared. Customer's blood glucose was 77 mg/dl. The insulin pump had been in the customer's pocket. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a missing end cap sticker.